Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD implanted 2009-(B)(6).

Event description:
It was reported that about 2.5 years earlier, the patient experienced three inappropriate shocks due to the right ventricular lead oversensing t waves. The lead was reprogrammed and remained in use. When the device indicated end of service (eos), the physician elected to remove the system because the patient's ejection fraction (ef) had normalized and the patient had never received appropriate therapy. When the right ventricular lead was extracted, the patient experience hypotension, and a pericardial effusion and tamponade was noted. Pericardiocentesis and cardiopulmonary resuscitation (CPR) was performed, the device was explanted and the right atrial lead was capped, and the patient was taken for open heart surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage.